Event description:
It was reported that vessel perforation occurred. The patient presented with myocardial infarction. The target lesion was located in the left anterior descending (lad) artery. A 38 x 2.75mm taxus¿ liberté¿ long stent was advanced to treat the lesion; however, vessel perforation was noted. The procedure was completed with another of same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).